Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the thread of the syringe is deformed: it is oval instead of round, which makes it difficult to remove the needle post-collection. The filter is not waterproof, it is leaking, and blood is flowing. There was patient involvement but no patient harm.

Manufacturer narrative:
D9 - date returned to mfg.25-apr-2025. H3: two 3ml syringes with used filter-pros were received for evaluation of lot # 6029282, along with pictures. Review of the photo's pre-decontamination showed that the blood had exceeded the maximum allowance of 0.06" and traveled to the collar of the filter-pro. Visual inspection noted that the luer was slightly misshapen on one syringe. Functional testing was performed, and no issues were noted. Based on the results of this investigation, the complaint was confirmed of a misshapen luer and defective pros. Maintenance log review found no entries relevant to the reported problem on the date of manufacture. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history review found no discrepancies or anomalies relevant to the complaint.